Event description:
A customer contacted beckman coulter inc., (bci) regarding a ckmb result, above the normal reference range, generated by the access® 2 immunoassay system for one patient's sample. The result was reported out of the lab and was questioned by the physician. Repeat testing and a subsequent sample resulted within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples are sodium heparin plasma collected by the ER nurses in pst tubes. The samples were centrifuged for 6 minutes at 4,400 rpms. Qc is performed once a day and was within the customer's established ranges during the event. A system check was performed on (B)(6) 2010 and met specifications. A field service engineer (fse) was dispatched: the fse inspected the instrument and no hardware issues were noted. No clear root cause could be determined for this event.